Event description:
It was reported that the external pulse generator had a broken front panel, a broken keyboard and that there was no output on either atrial or ventricular sides. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification and damaged. It could not be confirmed that the keyboard pad was broken. It was further noted that the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the ring cover was missing, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was missing, the serial number label was missing, and the battery flex was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis confirmed there was no ventricular output due to a diode component failure. It was unable to be confirmed that there was no atrial output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.